Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality control (qc) data for the date the samples were tested and the previous day. Qcs were out of range the previous day. It is unknown if patient samples were run while qc was out of range. Ccc obtained remote access from the customer and found process errors for integrated multi-sensor technology (imt) module sample liquid detect and also found imt module data unstable error. A siemens customer service engineer (cse) was dispatched to the customer site. The cse removed imt module and verified the connections with mounting screws and fluid ground fitting. The cse replaced standard a bulk fluid. The cse checked measurement board and pogo pins, which passed. The cse auto-aligned imt rotary valve and primed fluids. The cse performed a quick check, which passed. The cse ran quality controls and a correlation, which were within acceptable range. The cse performed a total service visit. The cause of the discordant, falsely depressed na results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained upon initial and repeat testing on one patient sample (sample ID (B)(6)) on a dimension vista 1500 instrument. The customer reported the mean value of the discordant results to the physician(s). The customer obtained an additional discordant, falsely depressed na result (sample ID (B)(6)) on the instrument. It is unknown if this discordant result was reported to the physician(s). Both samples were repeated on an alternate dimension vista instrument, all resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.